Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer informed to the technical assistance center (tac) after reconnecting the cable the image returned. The device was not returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that phenomenon ¿no image¿ occurred because the cable necessary for image output was not connected. The event can be prevented by following the instructions for use which state: "malfunction: no image. Cause: the monitor cable has not been connected. Remedy: connect the monitor cable. Reference: 4k uhd lcd monitor (B)(6) instructions for use (6. Troubleshooting_6.1 troubleshooting guide_no image_p48)." Olympus will continue to monitor field performance for this device.

Event description:
It was reported the issue was found at the end of the day when the procedures were finished. No patient involvement.

Manufacturer narrative:
Olympus technical assistance center (tac) assisted the customer with troubleshooting the issue and found that there was a serial digital interface (sdi) cable in the sdi (in) and it was not connected to the port in the ceiling. The customer will reconnect the cable. There were no further details provided. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the 4k uhd lcd monitor had no image displayed. The reported issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.